Manufacturer narrative:
Investigation ongoing.

Event description:
Customer reported a false positive on the aries sars-cov-2 assay. The results were not reported to the physician. There was no indication of consumable or device malfunction. There was no adverse event associated.